Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued. (B)(4).

Event description:
It was reported that the patient with this left ventricular (lv) lead exhibited infection and sepsis. A revision was performed and the lv lead was explanted. The patient was treated with intravenous antibiotics. The lv lead was sent for culture. There were no additional adverse patient effects reported. The lv lead was not returned.